Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Fifteen days after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.